Manufacturer narrative:
This product is not marketed in the us. Significant reduction of irido-coneal angels. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -12.0/2.5/081 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively into the patient's right eye (od) on (B)(6) 2020 due to significant reduction of irido-corneal angles and excessive vault. The replacement lens was a shorter length lens and the problem was resolved. Cause of the event is reported as unknown.